Event description:
Pt was being supported by an impact emv+ portable ventilator system on transport from one hospital to another hospital. The end user reported that the device was functioning normally in the transport vehicle after being set-up when a high pressure alarm was exhibited. The ventilator was connected to several different o2 ports however, the alarm could not be resolved. The pt was manually ventilated for the remainder of the transport. The end user reported there was no serious injury to the pt as a result of the incident. Thought it was reported that serious injury to the pt did not occur, it was reported that the pt was ventilated using manual back-up equipment. We have submitted this as a serous injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated. Periodic maintenance including burn-in, calibration and functional testing was performed. The unit was returned to the end user after it tested within specification.